Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was returned with only the implant alone. The implant was noted to be stretched throughout the proximal section of the tie knot. The coil was closely wound only in the middle section of the coil, and close to the distal ball section. The over coil on the implant was noted to be stretched on the proximal section of the implant. The tie-knot on the implant appeared to be secure. Based on the available information and evaluation of the returned device, the complaint can be confirmed. The root cause cannot be determined; however, the device exhibits evidence that it was subjected to tensile forces that exceeded its strength specifications. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during advancement of the third coil in the aneurysm, the coil detached at the distal end of the microcatheter. Both segments of the coil were removed in their entirety along with the microcatheter from the patient. There was no reported intervention or patient injury. The patient was reported to be stable.